Event description:
The patient reported having "compromised insulation on one or both leads". Patient mentioned lead replacement may be scheduled in the next "several months." Follow-up with the physician could not confirm patient's report, but did report patient last seen in clinic (B)(6) 2009 and leads were fine. The leads were later capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected patient outcome.

Event description:
The patient reported having "compromised insulation on one or both leads". Patient mentioned lead replacement may be scheduled in the next "several months." Follow-up with the physician could not confirm patient's report, but did report patient last seen in clinic (B) (6) 2009, and leads were fine. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.